Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. The subject device was not returned for evaluation. The manufacturing date of the subject device is unknown. Maj-2110 is not a repairable product. Sbc (service business center) site confirmed that the lock lever of the subject device got broken during reprocessing. The same event has not occurred with the subject model device within the past 2 years. Root cause cannot be specified. Our consideration is as below. Consideration: based on investigation result , 1 and 2 below : , it is presume external stress on the lock lever as a cause of the suggested event. The user may have applied external force toward incorrect direction to the lever. User can detect the event by inspecting the equipment as stated below: the instructions for use (IFU) states: preparation and inspection : move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Connection: 1. Push the endoscope side connector (for cylinders) straight into the air/water and suction cylinders until it stops, and then slide the endoscope side connector (slide adapter section) toward the top of the endoscope¿s control section until it stops. 2 .snap the reprocessor side connector straight into either of the light blue connectors on the reprocessor (refer to instruction manual of the reprocessor) until both of the lock levers are securely engaged.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Tac ( technical assistance center) support engineer ordered the connector replacement. In a follow up with the customer, it was conveyed that the connecting tube was replaced. The subject device was not returned to olympus for evaluation. The device was disposed by the customer. It is unknown at this time what cause the reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer reported that the maj-2110 connecting tubes to the oer-elite are in horrible condition. The clips are constantly popping off during a cycle. There was no patient involvement on this reported event. No user injury was reported. This complaint is related to a report with patient identifier (B)(6) .